Event description:
It was reported "a patient started having hives just as the team was wrapping up a PICC insertion. Customer is unsure if this is product related but wanted to report as historically there hasn't been any issues with allergic reactions". The patient was administered benadryl and solumedrol as treatment. The PICC line was left in place, and the reaction was cleared up with the medications.

Manufacturer narrative:
(B)(4). The full UDI number is not available as complainant did not report a lot number.

Event description:
It was reported "a patient started having hives just as the team was wrapping up a PICC insertion. Customer is unsure if this is product related but wanted to report as historically there hasn't been any issues with allergic reactions". The patient was administered benadryl and solumedrol as treatment. The PICC line was left in place, and the reaction was cleared up with the medications.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and a potential finding was identified. As no sample was returned for investigation, it could not be determined if the finding was relevant to the reported event. The instructions for use (IFU) provided with this kit warns the user, "remove catheter immediately if catheter-related adverse reactions occur after catheter placement. Note: perform sensitivity testing to confirm allergy to catheter antimicrobial agents if adverse reaction occurs." The complaint of a catheter related allergic reaction could not be confirmed based on the available information. The customer did not provide any test results or confirmation that the adverse reaction was associated with the chlorhexidine coating. The instructions for use (IFU) provided with this kit warns the user, "hypersensitivity potential: benefits of the use of this catheter should be weighed against any possible risk. Hypersensitivity reactions are a concern with antimicrobial catheters and can be serious and even life threatening. Remove catheter immediately if catheter-related adverse reactions occur after catheter placement. Note: perform sensitivity testing to confirm allergy to catheter antimicrobial agents if adverse reaction occurs." Therefore, based on the available information, the complaint could not be confirmed and the probable cause could not be determined. Teleflex will continue to monitor and trend for reports of this nature.